Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00246.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00246. It was reported the patient experienced lead migration. In turn, the migrated lead was explanted and replaced on (B)(6) 2018. Effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.